Event description:
A facility reported a hakim valve (ID 823184) was implanted on (B)(6), 2022. A shunt blockage or malfunction was observed. The patient experienced enlarged ventricles due to underdrainage approximately 2 to 3 weeks after implantation. Due to product issue the valve was removed on (B)(6), 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823184) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. As no valve was returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.